Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed two pause episodes due to undersensing on the implantable cardiac monitor. The patient was asymptomatic during the undersensing episodes. The device was reprogrammed on (B)(6) 2018. The patient will continue to be monitored.